Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(4), that the battery has a connection problem to the controller. The monitor's blue port on controller was reported to be loose. A controller exchange was performed. It was reported that the patient remains in the hospital.

Manufacturer narrative:
Additional information received indicted that the patient was discharged to a rehabilitation facility. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The controller was returned for analysis. The controller passed functional testing but failed visual inspection. Visual analysis of the controller confirmed that the serial port connector and one of the power connectors was loose due to loose nuts on the interior of the controller. The o-rings were displaced on both connectors. Further examination internally showed evidence of fluid inside the controller. The controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. No log file analysis was performed since no functional issues were reported. A DHR was conducted by reviewing the supplier ncmr log and no non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. While the exact cause that provoked the loose connector could not be determined accurately, it is likely that this damage is the result of a loose bolt. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.